Event description:
The pt presented with dyspnea and an elevated gradient and exams showed that one leaflet was impeded. The valve was explanted and replaced with a smaller 19 mm ats valve. The pt was reported to be in good condition following the surgery; however, the new aortic valve also demonstrates an elevated gradient.

Manufacturer narrative:
Patient weight not provided from the site.software investigation is currently in progress, results not available at time of this report.